Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic liver lateral segmentectomy, the subject device was used. After about 3 hours since the surgery began, the tissue pad of the subject device was slightly scorched and partially cracked. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On january 20, 2021, omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.